Manufacturer narrative:
The device was not evaluated at the time of this report. Return of the suspect device is expected. Supplemental information regarding evaluation results and review of the manufacturing records is pending and will be provided in a subsequent submission when additional information is available.

Event description:
It was reported that the continuous cardiac index (cci) of 1.4l/min/m2 calculated by the vigilance 2 was lower than the expected value. Another vigilance calculated a cci of 2.4l/min/m2, using the same swan-ganz catheter. There were no error messages observed. The clinician did not act on the lower value and no patient injury occurred.

Manufacturer narrative:
Examination of the returned suspect device confirmed the customer's complaint through evaluation. The root cause was determined to be the failure of the motherboard; the circuit which correlates to the reported failure is located within the motherboard. During evaluation, cci value was low as the result of the component failure. During testing, an out-of-specification result regarding cco measurement was found during calibration. While the reported issue was confirmed, there was no indication or evidence of a manufacturing defect. The device history record was not available for review; the monitor was manufactured 28-jul-2005 and the service of vig1 monitors has been terminated in (B)(4). As a result, replacement parts are no longer available and the motherboard cannot be replaced. Non-functional units are removed from service and no further actions will be pursued at this time.